Manufacturer narrative:
Mw5084875. The complaint device has been retained by the customer. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed . The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (b)(4.)

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast augmentation with mentor saline implants in 2012 experienced the following soon after implantation: began feeling ill, fever, fatigue, joint pain , nerve pain, intractable chronic migraines, attention deficit, temperature intolerance, hair loss, recurring infections, inability to heal, depression, immune system damaged, last two years constant fever, neurological symptoms, food intolerance, fibromyalgia, svt rapid heartbeat, night sweats, activity intolerance, palpitations, chemical sensitivity, wide spread inflammation, worse pms, constant headaches, nephropathy, dry skin, eyes, nerve symptoms , muscle spasms, tingling, limbs numb. Pots, each becoming worse as the years passed. The patient underwent explantation without replacement on (B)(6) 2019. After explantation she still has nerve syndrome and no healing. No product malfunction, such as rupture, was reported. The root cause of the patient's symptoms are unclear. The FDA continues to believe that the weight of the currently available scientific evidence does not conclusively demonstrate an association between breast implants and connective tissue diseases (statement from (B)(6), m.d., of the FDA¿s center for devices and radiological health on agency¿s commitment to studying breast implant safety). Multiple attempts have been made to obtain additional details regarding this event. However, no additional information has been made available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right.